Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured below astm standards for ultimate elongation. The device measured above astm standards for ultimate break force. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture and capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint case (B)(4).